Event description:
It was reported the radiopaque marker moved from its original site during entry for an unconfirmed procedure, indicated to be either a bilary drainage procedure or a pyelostomy procedure. Another unit was used to successfully complete the procedure without pt complications. One accustick system was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the device was slightly bent. The radiopaque marker was returned on the sheath, displaced from the original placement site to 5 cm from the distal tip. The original site of the radiopaque marker as well as crimp marks in the sheath material were clearly observed. Scrape marks were observed along the shaft to the final resting area of the radiopaque marker. Although co's f/u could not confirm if the radiopaque marker detached from the sheath, the device was returned with the radiopaque marker on the sheath indicating the marker moved from its original site but remained on the sheath. Co's f/u indicated resistance was encountered during the procedure. This device displayed characteristics consistent with exertion against resistance, a bent system with scrape marks leading away from the site of radiopaque marker attachment to the radiopaque marker's final resting area. Co believes exertion against resistance, along with pt anatomy, were contributing factors to this event.